Manufacturer narrative:
A patients ipg became inoperable following an unrelated surgery was reported to abbott. The therapy was turned off therapy for surgery but wasn't put into surgery mode. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.